Manufacturer narrative:
The device was received for evaluation. During functional testing, "false air in line" was not reproduced. However, the evaluation did produce a reload set alarm. A reload set alarm can occur simultaneously as a "tube not properly loaded in air detector" . A review of the event history log revealed air in line alert. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of range and failed to calibrate. Ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air in line.this occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.